Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittent occlusion alarms occurred. One of the occurrences resulted in the customer's blood glucose level as "high"; although specific value not provided. Reportedly at the same time they had high ketones. Customer addressed that occurrence with a manual insulin injection. Customer tried to address alarms by changing the pump supplies and resuming insulin delivery. On 2/26 the customer went to the emergency room (ER) for observation and labs only. No medical intervention was required as customer was only observed by ER staff and customer was released the same day. On going occlusions alarms continued until the customer ultimately reverted to an alternate method of insulin delivery.